Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found broken probe tubing and replaced it. After replacement, the instrument was tested and worked fine. The investigation is ongoing.

Event description:
The customer stated they received questionable results for approximately 110 patient samples tested for multiple analytes on a cobas e 801 analytical unit. Examples are provided for three patient samples tested with the elecsys folate assay, three patient samples tested with the elecsys vitamin b12 assay, and two patient samples tested with elecsys ft4. No units of measure were provided for the test results. The first sample initially resulted in a folate value of 11.9 and it repeated as 4.5. The second sample initially resulted in a folate value of > 45 and it repeated as 19.7. The third sample initially resulted in a folate value of 45.3 and it repeated as 20. The fourth sample initially resulted in a vitamin b12 value of 459 and it repeated as 122. The fifth sample initially resulted in a vitamin b12 value of 520 and it repeated as 178. The sixth sample initially resulted in a vitamin b12 value of 476 and it repeated as 205. The seventh sample initially resulted in a ft4 value of 30 and it repeated as 21.4. The eighth sample initially resulted in a ft4 value of 19 and it repeated as 13.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.